Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician had a difficult time advancing the pod pc. Therefore, the pod pc was removed. The procedure was completed using another pod packing coil and the same lantern. There was no report of an adverse effect to the patient.